Event description:
The customer received a questionable antibody to (B)(6) result for one patient sample. The hemolyzed sample from an organ donor (corpse) was tested at a tissue bank and the result was (B)(6). The sample was recentrifuged and rested and the result was (B)(6). The same sample was processed in another laboratory by electrochemiluminescence and the result was (B)(6). The units of measure were requested, but were not provided. Due to the results, the transplant was rejected. There was no adverse event. The (B)(4) reagent lot number was 176948 with an expiration date of 08/08/2014.

Manufacturer narrative:
A specific root cause could not be identified. The sample was submitted for further investigation and the customer's results were reproduced. The sample was tested on a cobas e601 analyzer and the result was (B)(6). With ortho save elisa the result was (B)(6) and with fujirebio innolia (B)(6). Therefore, the sample was considered to be (B)(6).

Manufacturer narrative:
This event occurred in (B)(6).